Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID m995402a001; product type: ; section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6) ); product type: 0201-programmer patient brand name intellis; product ID 97745ac; product type: 0001-accessory brand name intellis; product ID 97745 (serial: (B)(6) ); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller went blank and unresponsive a couple days ago. Patient service walked patient through removing the battery pack and plugging the controller into the ac power supply, patient confirmed the controller did not power on, ac power supply had a green light. The issue was not resolved. An email was sent to the repair department to replace the controller device. Patient called back from number on file and repeated previously documented information. Patient confirmed receiving replacement controller. Patient mentioned controller works when plugged into the ac power supply but when they plug in the recharger into the controller the screen goes blank. Agent walked patient through resetting their controller; controller screen did not power on but patient confirmed a green light on the ac power supply. Patient noted there was no battery pack inside the controller. Agent instructed patient to try another outlet and the controller screen did not power on. Agent instructed patient to check for damage; no visible damage to ac power supply. Agent asked for pati ent to re-insert battery pack into controller and patient noted they don't have a battery because they mailed out their previous controller along with the battery pack. The issue was not resolved. An email was sent to repair to replace the battery pack and ac power supply. Pt called back reporting no one told them to keep the lithium battery and shipped that back with old controller. Agent reviewed and sent request to repair for lithium battery.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer. H3: analysis of the 97745. Controller (ptm) (s/n (B)(6)) revealed that connector support was cracked and broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.